Event description:
A user facility medwatch was received by ballard medical products which indicated FDA was not sent their initial report. Add'l info is provided below. Photographs were supplied from the user facility with the medwatch, not the actual product. This occurrence is consistent with past occurrences where the user disregarded the directions for use. The user has cut the catheter end off in the process of sizing the endotracheal tube while the catheter was not fully retracted. No pt injury or adverse event were reported.